Manufacturer narrative:
Excessive vaulting, significant reduction of irido-corneal angles, and angle closure was noticed. (B)(4). Work order search: two similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) significant reduction of irido corneal angles. Work order search: three similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicmo13.7, -10.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Excessive vaulting and significant reduction of irido corneal angles was noticed. Attempts at obtaining additional information have not been forthcoming.